Event description:
It was reported in a service report that no bed functions worked. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result - power supply board failed.